Event description:
Additional information was received indicating the patient experienced discomfort.

Event description:
It was reported that inappropriate interpretation of signal was noted on the device resulting in inappropriate shock. The patient was hospitalized and the device was reprogrammed to resolve the event. The patient was discharged and in stable condition.